Event description:
During a lap colon resection procedure, the teflon pad melted and became loose ion the clamp arm. New instrument used to complete the case. There were no adverse consequences to the patient.